Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had air bubble prior to changing. The customer stated that insulin pump had air bubbles it was stuck to the side where insulin was not moving. The customer experiencing high blood glucose. The customer was treated with bolus. The customer reported that customer did not allege insulin pump was under delivering. Customer stated that the drive support cap was normal. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis.